Event description:
It was reported that within twenty minutes into dialysis treatment with a polyflux 140h. The patient experienced abdominal pain with the sensation to have a bowel movement. The patient was treated with 5mg of dexamethasone intravenously and the symptoms were relieved. No additional information is available.

Manufacturer narrative:
Initial reporter name and address: initial reporter phone no. (B)(6). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.